Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and prime fill anomaly. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, compromised forced sensor system test, excessive no delivery test or verify prime anomaly due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.